Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called in to report that he could not enter anything into the insulin pump. The customer's blood glucose level was 300 mg/dl, but was 43 mg/dl later in the day. The customer treated with a glucose tablet and candy. The customer declined to troubleshoot. Nothing was replaced or returned.